Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. The customer declined to answer questions regarding their blood glucose levels, so no specific impact was reported. The customer used a third-party cable as a temporary solution, and the cable was replaced by technical support.